Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a left primary knee replacement utilizing depuy products including patella and smartset cement x 2 mixed with antibiotic on (B)(6) 2012. Records state that prior to the revision, the patient sustained a "fall or incident" in physical therapy that caused an increase in pain to the lateral aspect of the tibial plateau. Bone scan eventually showed increased update in the lateral tibial plateau but no signs of infection. On (B)(6) 2016, the patient underwent a left knee revision secondary to pain and aseptic loosening of the tibial component. The tray and insert were revised only. Intraoperatively, chronic inflammation was found. When removing the tray, it required thin osteotomes to break the interface between the tray and the cement and "it came out very easily as these depuy components seemed to do." The surgeon also states that a "defect in the bone was found laterally in her pain area" which required 6 screws to stabilize. Doi: (B)(6) 2012, dor: (B)(6) 2016, left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.